Event description:
It was reported to philips that fuse and monitor failure caused geometry movement limitation on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the 19" color lcd monitor cr (dc19-lcr) and fuse and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).